Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. Reportedly, the customer's blood glucose (bg) level ranged from the 200-400's (mg/dl) with small to moderate level of ketones. The customer was unsure if health care provider (hcp) would consider the level of ketones to be life threatening; however, the customer stated the ketone level was dangerous. To address bg level, the customer delivered a correction bolus via the pump, consumed water, and consulted with hcp. As the occlusions had occurred in the past, tandem technical support was unable to troubleshoot to determine a possible cause of the occlusions.